Event description:
It was reported that the remote port does not work correctly. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement reported.

Manufacturer narrative:
B3: day of event unknown. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be replicated through the remote dose test. The cause of the issue was found to be a bent pin inside the remote dose connector. The lemo connector was replaced. Upon further investigation, it was found that the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.